Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Additional information: following submission of initial MDR, the customer e-mail address was not reported initially. Customer e-mail address added to section e. Evaluation: ten samples and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that an ink ring present at the bottom of the barrel, and slight damage on the luer that was not affecting functionality. However, no crooked luers were observed. The conditions observed are non-conforming per product specification. The potential root cause for the ink ring defect is associated with the marking process and damaged barrel is associated with the assembly process. These defects are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2273759. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns luer was cracked/damaged/deformed. The following information was provided by the initial reporter translated from italian to english: good afternoon. Attached is the 301027 code: 5 ml syringe s/needle cone luer lock bulk. The material has been segregated as it was found to be non-compliant, we are waiting for feedback. Defect description: during production, during check, two issues were found on part number 301027, 5 ml syringe. S/a needle luer lock cone bulk. The first defect found concerns a line of ink underneath the measuring marks, same as in the photo below (defect highlighted in red): the second defect found concerns the syringe luer, which is crooked, this defect in turn results in a further misalignment between the syringe/connector connection, see photo below: action - supplier survey request action - supplier survey request (to be completed by the supplier) additional information provided: - could you please provide a date of event? = 23-07-2024. - please confirm the number of products affected. = na. - has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no. - has there been any healthcare worker¿s exposure to blood or bodily fluids? = no. - have any other actions been taken? = has the component been segregated. - could you please specify the samples status (before use / during use / after use). = still unused, undamaged. - please confirm if the samples are contaminated with blood or cytotoxic medication. = no contamination. - if you have retained a sample for investigation, please provide us with the pick-up address below. Company: (B)(6). Email: (B)(6).